Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected outflow graft thrombus could not be confirmed as no computed tomography (CT) images were submitted for review and the device remains in use. Review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. A direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The system controller event log file contained events from (B)(6) 2025. A low flow alarm was captured beginning at 0:14:49 when the calculated flow decreased below the low flow threshold of 2.5 liters per minute (lpm). The alarm remained active until 0:32:31 when the calculated flow rose above 2.5 lpm. The onset of the alarm was not captured in the log file. Intermittent low flow hazard faults and alarms were activated between 02:46:28 and 02:49:39 when the calculated flow fluctuated below 2.5 lpm. No other notable events or alarms were captured, and the system appeared to operate as intended. The patient remains ongoing on lvad, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision , rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including sepsis, pump pocket infection, and pump thrombosis, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. Section 6 of the IFU, ¿patient care and management, provides the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. This section also lists infection and thromboembolism as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instruction regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with low flows alarms and was septic. The patient was then transferred. A computed tomography angiography was taken and showed a pump pocket infection with thrombus in the outflow graft extending up into the aortic root. Systemic tissue plasminogen activator (tpa) was started on (B)(6) 2025, the patient received 32mg total, and there was a subsequent drop in flows. The flows continued to be trending downward and were less than 1 lpm on (B)(6) 2025. The pump speed was kept at 5300 rpm and there was a small improvement in flows over the next couple of days reaching 2-3 lpm on (B)(6) 2025. Flows then spontaneously improved overnight and was back to the baseline of 3.5-4 lpm. It was requested that the log files be viewed to rule out resolution of the thrombus vs ingestion of the clot with falsely elevated flow. It was noted the patient was lost to follow up for almost 2 years. The patient was not taking medications and anticoagulation for an unknown period of time. The log files were reviewed and captured low events along with low-speed advisory events (fixed speed set lower than the low limit) with flow noted as low as 0.5 lpm but mainly captured in the 1 lpm range during this time. Flows gradually were seen to improve into the 2 range once speed was bumped up to 5300 rpm and currently appeared to be at a more baseline number. It appeared that there was some ingestion/thrombus in the inflow graft as given the low flow values captured close to zero. It looked like ingestion had passed through since the flows and power were now baseline. The low speed advisories were from manually setting the extended silence alarm overnight. The patient had been non-compliant with coumadin (warfarin), and international normalized ratio (inr) draws switched eliquis (apixaban), patient was not taking medication. The results of the computed tomography (CT) images were as follows. In the lungs there was bibasilar tree-in-bud and groundglass opacities, as well as interlobular septal thickening. The large airways were patent. There were multiple thrombi within the left ventricular assist device (lvad) graft with near complete occlusion at the graft anastomosis with the ascending aorta. There was no large pericardial effusion. The heart was largely obscured by artifact secondary to lvad device, limiting evaluation for intracardiac thrombus. There was no large thrombus in the visualized heart identified. There was normal caliber of the main thoracic vessels. There was prominent lymph nodes within the superior mediastinum, also seen on 2022 imaging. Thoracic esophagus and imaged portions of the thyroid appeared unremarkable. There was no axillary lymphadenopathy. There was no substernal fluid collection. Low flows were the symptoms of thrombus and infection. Cultures identified were staphyloccocus aureus bacteremia and driveline infection, which was treated with intravenous cefazolin. The lvad flows were 1.5 lpm after tpa was given and had now improved to prior baseline. Computed tomography arterial portography was done on (B)(6) 2025 and there was redemonstration of nonocclusive thrombus within the incompletely imaged outflow tract of the lvad, partially improved in interval. On (B)(6) 2025 a CT angiography of the chest saw resolving subocclusive thrombus in outflow graft. Low attenuating perigraft collection increased concern for abscess. The thrombus was resolving and the flows were back to baseline. The patient was off inotropes. Intravenous (IV) antibiotics were to continue. It was being decided if explant or continued medical management would happen.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Continued medical management and lvad support with device explant being the long term goal was the plan of care. The patient was on inotropes due to sepsis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.